Event description:
Philips received a complaint by the customer biomed reporting a v60 unit would not turn on from neither battery nor mains power supply. The unit was not in clinical use when the reported issue occurred. There was no report of patient or user harm. The customer biomed confirmed the device successfully powered on after installing a different battery, which was fully charged. The power supply and touchscreen were recommended to be replaced. A full performance verification and electrical safety test have yet to be completed.

Manufacturer narrative:
Reporter phone number: (B)(6).

Manufacturer narrative:
Bench repair evaluated the device and replaced both the power supply and touchscreen to resolve the issue. The device passed full electrical safety testing and performance verification testing. The device was returned to the customer as repair has been completed.

Manufacturer narrative:
The removed power supply was returned to the product investigation lab (pil). The pil technician verified the reported issue. It was stated that there was 0 volts (v) direct current (dc) at the power supply output. The pil technician verified that due to an overcurrent condition, a thermal condition occurred with the resistor r6 of the power supply. The faulty r6 did not allow for the required voltage to pass through the source portion of the transition resulting in the failure of the power supply. Updated contact information and contact office entity corrected product UDI.